Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open on the cable between multiple pins, indicating an electrical based failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative confirmed the reported issue that the imaging system and viewing station of the imaging system could not establish communication. To resolve the reported issue, the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system could not communicate with the viewing station of the imaging system. No additional information was provided. There was no patient present when this issue was identified.